Event description:
During the procedure, the contralateral iliac stenting, stent advanced through calcified lesion; stent came off balloon; stent was snared and pulled over bifurcation to opposite common femoral; unsuccessful removal body; patient was sent to surgery where the stent was surgically removed.